Event description:
The patient reported experiencing persistent hyperglycemia after wearing the pod for approximately 24-36 hours on the arm, stating that although the cannula appeared to be inserted, attempts to deliver 25 units of insulin did not result in any change in blood glucose levels. She noted glucose values in the 300 mg/dl range at breakfast and lunch, and a meter reading of 424 mg/dl later that day. She sought medical attention on (B)(6) 2026, after her physician advised her to go to the emergency room (ER). The patient stated that during the ER visit her glucose readings were over 1,000 mg/dl. She was hospitalized on (B)(6) 2026, for approximately 6-7 nights and discharged on (B)(6) 2026. The patient reported receiving a diagnosis of diabetic ketoacidosis and was treated with an insulin drip. The patient reported experiencing leaking issues and stated that these issues contributed to her high glucose levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: data not available. Omnipod 5 software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.